Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the use of the adc freestyle libre sensor. A customer reported that prior to going to bed, his glucose scan was "stable" however, he had lost consciousness and woke up in a hospital with a sensor scan of 47 mg/dl). The customer received hcp treatment to stabilized the customer's glucose but details of the treatment rendered are unknown as he was unconscious during treatment. No further information was reported. There was no report of death or permanent impairment associated with this event.